Event description:
Per (B)(6) home health rn with onsite nursing. Rn is in the patient's home for day 1 infusion and curlin pump is not working. Rn reports error code 20 - empty lithium battery. Rph (registered pharmacist) advised that pt will need to send us the curlin pump so we can take care of the concern with the lithium battery. Rn will do day 1 and day 2 infusions via gravity; they have enough supplies on hand. No missed doses. No adverse events. Serial number not provided. Pump available for return. Diagnosis for use: myasthenia gravis with exacerbation.